Event description:
It was reported occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using trusteel infusion set for longer than 2 days, tandem technical support educated the customer this is considered off label use. The customer declined follow-up with tandem technical support.